Event description:
It was reported that during a therapeutic laparoscopic inguinal hernia repair procedure, the pad on the sonicbeat melted and fell off into the patient's body. The part that fell off the device is a "ptfe" pad. Customer stated that where the remaining part fell off was unknown. There was a part that had not been retrieved. It is possible that it fell off during wiping. It was found to have fallen off after wiping the tip. The patient was under sedation and the device was inside the patient. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tissue pad dropout. A root cause could not be identified. However, based on the results of the investigation, it is likely that some force was applied to the peeled tissue pad, causing it to fall off. The gripper was closed, and ultrasound output was with the gripper closed without gripping the tissue (including after the tissue was cut). The tissue pad fell off due to some load being applied to the peeled tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.